Event description:
It was reported that during a da vinci s prostatectomy procedure the jaws of the maryland bipolar forceps instrument became tangled with the prograsp forceps instrument. A jaw of the maryland bipolar forceps instrument broke as a result and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.